Manufacturer narrative:
Additional information was added. Device manufactured between march 26, 2019 to march 27, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph and no leak is visible in the picture. The reported problem could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three sterile repeater pump tube sets were ¿separating from the actual tube¿; the device then subsequently leaked. The event was further described as ¿the tubing is detaching from the luer lock end¿. There was no patient involvement. No additional information is available